Event description:
The customer reported that during an human immunodeficiency virus-1 p24 antigen assay, a sample barcode in position h10 was read as "kg411" instead of "l63411". Summit sample handler was in use. No death or serious injury was associated with this event. An ortho field svc engineer was dispatched.